Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set had foreign matter. The following information was received by the initial reporter with the following verbatim it was reported by customer that there are small brown specs in the tubing.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of foreign matter could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2441-0007 and lot# 24125325 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 18dec2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information provided.